Event description:
Philips received a complaint on the dfm100 indicating that the external paddles could not be recognized during self-test. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to an external paddle failure. The root cause of the external paddle failure could not be determined. The issue was resolved by replacing external paddle and the product is back in service. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
Institution name: (B)(6).